Event description:
The customer reported to beckman coulter (bec) that xb batches were out low three times in a row for mch (mean corpuscular hemoglobin) and mchc (mean corpuscular hemoglobin concentration) from the unicel dxh 800 coulter cellular analysis system. The customer also reported the shutdown timer was incorrect. The customer calibrated the instrument with no resolution to issue. Controls recovered within range. The customer stated there was no impact to patient results and no death or injury is attributed to this event and there was no change to patient treatment. Xb analysis is a quality-control method that monitors instrument performance (calibration) by tracking the (mean corpuscular volume (mcv), mch, and mchc parameters of all patient samples. A high mchc or mcv on a xb batch does not indicate that the patient results were erroneous as the xb monitors the instrument performance based on a batch of 20 patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed that xb was out of specification for mch (mean corpuscular hemoglobin) and mchc (mean corpuscular hemoglobin concentration). The fse replaced and aligned the hemoglobin (hgb) chamber resolving the issue. While onsite, the fse also checked the shutdown timer and found no issues with it. The customer calibrated the instrument following the installation of the hgb chamber. The customer was contacted by beckman coulter on (B)(4) 2013, and they stated the instrument is operational without issue. Failure mode was related to faulty hgb chamber. (B)(4).